Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the reported scope error code e315, which was caused by a failure of the electrical circuit board. Additionally, service observed a scope connector leak. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during prechecks in preparation for use, the hd autoclavable camera head presented an e315 error code (scope error). Another device was used to complete the intended procedure. There was a delay in the procedure, but there was no clinical impact. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, a definitive root cause could not be determined. However, a presumable cause could be the water invasion having compromised the connector, generating the error code. Olympus will continue to monitor the field performance of this device.